Event description:
On (B)(4) 2013 an article titled ¿vagus nerve stimulation for chronic major depressive disorder: 12-month outcomes in highly treatment-refractory patients¿ was reviewed. It was stated that a 12-month response rate for 28 patients with chronic (>=2 years) major depression who had failed to respond to >=4 adequate treatment trials in the d03 european open clinical trial of vns were described along with response rates for 13 consecutive patients who underwent vns within the neurosurgical treatment programme in (B)(6). It was stated that in the (B)(6), there were four patients who had a worsening of depressive symptoms >=10% based on hrsd-17 and/or madrs scores (reported on MFR. Report # 1644487-2013-02300, MFR. Report # 1644487-2013-02301, MFR. Report # 1644487-2013-02303, and this report). It was stated that no serious events occurred which required hospitalization or explantation of the device. The physician further indicated that none of the events were serious, required any specific intervention (other than occasional changes in stimulation parameters), or were considered to be due to device malfunction.